Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets leakage on (B)(6) 2024 . Patient replaced infusion set and resumed insulin successfully. No further information available.